Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas pro c 503 analytical unit. The customer questioned the initial results which prompted them to repeat the sample. For patient 1, the initial ca2 result was 4.58 mg/dl. The repeat result from another c503 analyzer was 7.92 mg/dl. For patient 2, the initial ca2 result was 5.88 mg/dl. The repeat result from another c503 analyzer was 8.10 mg/dl. No questionable results were reported outside of the laboratory for this sample. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 74416901 with an expiration date of 30-nov-2024. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. It was found that the customer centrifuges samples for 5 minutes, which may be too short. The alarm trace showed a sample probe abnormal aspiration alarm. The field service engineer (fse) found that the rinse mechanism rinse volumes were compromised and the sample probe needed cleaning and adjustments. The fse adjusted the cuvette rinse volumes, cleaned the sample probe, and adjusted the probe rinse. The customer performed precision testing and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.